Event description:
It was reported: "stop of respirator during use. No audible alarm, only a visual alarm: red cross on the lower left corner of the respirator + message "ventilator failure". In addition it was reported that the patient has desaturated (B)(6) and that an increase of the duration of the intervention of more than 30 minutes occurred.

Manufacturer narrative:
The investigation is ongoing. The results of the investigation will be part of a follow-up.